Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had experienced retention prior to the device and that it had not worsened as a result of the device or therapy.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they have been having to self-catheterize for the last couple of months and it seems like they are not getting their bladder drained with the medtronic device. Patient said they had to start catheterizing about 6 weeks ago because they were having a leak and were having to wear pantyliners. Patient also said they are going to the bathroom a lot more frequently. Patient spoke to a nurse at the healthcare provider office yesterday and was told to call patient services. Agent reviewed therapy information and general programming guidance with the patient. Patient will maintain stimulation level and will continue to track symptoms. Patient will adjust therapy as necessary.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.